Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was cross-talk oversensing this patient's atrial fibrillation on the ventricular channel which led to pacing inhibition of greater than two seconds. No changes were made to the device and it continues to remain implanted and in service. No adverse patient effects were reported.